Manufacturer narrative:
Device received with currents within spec. No unexpected low battery alarm. Device passed prime/compromised force sensor system, excessive no delivery alarm and displacement test. No excessive no delivery alarm. Scratched lcd window, cracked display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the device alarmed multiple no delivery alarms during prime. Customer's blood glucose was 445 mg/dl. Customer reported the device would fry the batteries within 5 minutes. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.